Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device tip. The stent of the device was detached from the delivery system and was not received for analysis. A review of the stent crimp setting highlighted no abnormalities prior to shipment. There were no issues noted with the profile of the balloon. The balloon wings were clearly visible and evenly folded indicating the balloon was not subjected to positive pressure. A visual and tactile examination found that the shaft polymer extrusion was severely kinked and stretched across its length. This type of damage is consistent with excessive force being applied to the delivery system. It was also noted that the corewire was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was broken in two separate locations; 4mm distal to strain relief and 1045mm proximal to the tip. There was evidence of material resistance as several kinks were noted along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the right femoral artery. The 4x38mm target lesion was located in the mid right coronary artery (rca). The 4.00x38mm promus element¿ plus stent was advanced but was unable to cross the proximal rca. During removal of the device, longitudinal crimping of the stent occurred at the tip of the 6f guide catheter. Attempts to withdraw the device into the guide catheter or 6f femoral sheath were unsuccessful. The 6f femoral sheath was exchanged with an 8f sheath; however, they still could not withdraw the stent. A left-sided femoral puncture crossover was performed using an 8f long sheath and the device with the crimped stent was removed, followed by removal of both sheaths. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the right femoral artery. The 4x38mm target lesion was located in the mid right coronary artery (rca). The 4.00x38mm promus element¿ plus stent was advanced but was unable to cross the proximal rca. During removal of the device, longitudinal crimping of the stent occurred at the tip of the 6f guide catheter. Attempts to withdraw the device into the guide catheter or 6f femoral sheath were unsuccessful. The 6f femoral sheath was exchanged with an 8f sheath; however, they still could not withdraw the stent. A left-sided femoral puncture crossover was performed using an 8f long sheath and the device with the crimped stent was removed, followed by removal of both sheaths. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).